Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with antibiotics (specific type, dosage and date not reported); however the issue could not be resolved and the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2013. Correction: the correct model number is ci24re (ca); not ci24r (ca) as previously reported. Correction: the correct patient identifier is 4217615; not 3048349 as previously reported. This report is filed february 28, 2014.